Manufacturer narrative:
A sample has been received but has not yet been evaluated. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar leaked during a vitrectomy procedure. The procedure was completed without harm to the patient. Additional information and a product sample have ben requested.

Manufacturer narrative:
Three trocar hub/cannula assemblies were received for the report of valved trocars were leaking. The returned samples were visually inspected and all three were found to be nonconforming. The septum did not close after being removed from the blade. For this complaint file, the final customer lot was identified. A device history record review indicated the product was released based on manufacturers¿ acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).